Event description:
During an angiography, the cobra iii catheter was found to be occluded by a particle of unknown origin. The particle remained in the hub of the cobra catheter and was never flushed into the patient. An emerald guidewire was used with this catheter. After finishing the procedure, the guidewire was found to be complete, with no part missing. Also used was a sterilized, metallic stopcock. Per the reporting affiliate, it is possible that the foreign particle resided in this stopcock and from there came into the catheter hub. No additional patient or procedural information was available per the reporting affiliate. The hub of the product containing the particle is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.